Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site to evaluate the advia centaur xp instrument. Upon evaluation, the fse found that the customer placed the acid bottle in place of the wash 1,bottle. The fse replaced all of the fluid bottles, emptied reservoirs and primed the fluid out of all of the wash 1, acid and base lines. The fse then calibrated the system and ran qc. The instrument is performed within specifications. No further evaluation of the device is required.

Event description:
Multiple discordant tsh results were obtained on an advia centaur xp system. The samples were repeated and corrected reports were sent out. There is no known report of adverse health consequences or patient intervention due to the discordant tsh results.